Event description:
Healthcare professional reported "replace with larger implants" and capsular contracture baker grade iii against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis, crease fold, wear abrasion and deformation was observed.

Event description:
Healthcare professional reported "replace.. With larger implants" and capsular contracture baker grade iii against right device. The device has been explanted.